Event description:
While attempting a vascular access procedure, the wire from the kit unraveled upon insertion into the patient. Nothing was left behind in the patient. A new device was used and the procedure completed safely. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation - other: the device was returned to merit, but the evaluation has not been completed at this time. A follow up report will be submitted when the evaluation is complete.